Event description:
A malfunction alarm was reported, identified by the code malf 0, with a fault ID of 0x2455. There was no adverse impact to the customer's blood glucose level. The customer was assisted by support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report back if the issue reoccurs, which they agreed to do.